Event description:
Pt appeared to be more spastic, indicating that she might not be getting the correct dose of the baclofen. It was noted that the tubing which connects to the pump was fractured, this was revised during surgery.